Manufacturer narrative:
(B)(4) - valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.

Event description:
A (B)(6) male underwent aaa repair on (B)(6) 2012. A main body extension was successfully deployed within the deployed zenith main body graft; however on withdrawal of the gray positioner through the main body extension valve, the valve leaked profusely; the physician was quickly onto this using the dilator of the main body extension and then the coda 2 balloon to stop the blood loss which worked effectively. The doctor commented that he felt that the valve may have been faulty. The patient did not lose significant blood as the doctor stopped the blood loss through the valve. The main body extension had been landed effectively within the graft and the type 1a endoleak had been stopped; thus the doctor was happy with the overall procedure but did feel that if he had not intervened the valve would have leaked excessively. Patient did not require additional procedure due to this occurrence. No adverse effect to patient due to this occurrence.